Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No adverse patient effects were reported.